Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Investigation is pending.

Event description:
The event involved a plum 360¿ infuser where the customer stated that the tpn peds-med bag empties before the expected infusion completion time. There was patient involvement; however there was no harm reported.

Manufacturer narrative:
The device was not returned to the service hub, the customer did not respond to requests to send the pump back to the service hub for analysis and evaluation. Therefore, visual inspection and functional testing was not performed. A review of the device 12-month service history was performed and no similar event was indicated. The device event history/alarm logs was reviewed by r&d engineering team and it was concluded that the pump operated correctly and delivered accurately per design; therefore, the reported complaint could not be replicated or confirmed. See h8 for corrected information.